Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support advised the customer to replace the cpu board.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the nvestigation.

Event description:
The customer reported that the ventilator alarmed with back-up alarm failed error. It is unknown if the unit was in use on patient, but there was no patient harm reported.